Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('the left fallopian tube demonstrates c coil device within myometrium at the left fallopian tube orifice extending into the body of the tube') in a 39-year-old female patient who had essure (batch no. 628436, 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed: essure sterilization and novasure" on (B)(6) 2009 and device difficult to use "originally the initial scope could not advance. The essure system in the left displaced pos1uon could not be found". The patient's medical history included menorrhagia, gravida I and parity 1. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included chronic cervicitis, leiomyoma nos, pelvic abscess and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("the left fallopian tube demonstrates c coil device within myometrium at the left fallopian tube orifice extending into the body of the tube"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy. And hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: during essure insertion, the endometrial cavity appeared normal, the right tubal ostia was seen, but the tubal ostia on the left side was covered with a lot of tissue, vacuum curettage was done, trying to clean the cavity out with a plastic flexible curet. The hysteroscope was placed again into the endometrial cavity, and the left adnexal region was still covered with a lot of tissue. Hysteroscopic biopsy device was used to pluck away the tissue, the left tubal ostia was then found. The essure implants were then placed in each tube. The novasure was then used to ablate the endometrial cavity. When the novasure was pulled out, however, it was noted that one of the essure implants was pulled out with it. The hysteroscopy was put back into the uterus. The left essure device was gone. Another essure implantable device was reimplanted in the left tubal ostia. The patient tolerated the procedure well. There were no complications diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: endometrial stripe is somewhat heterogeneous and thickened measuring up to 1.9 cm. The right essure device appears to be adequately positioned near the right cornua/fallopian tube. The left essure device appears to be within the endometrial canal. No uterine abnormality otherwise. No free fluid. Right ovary measures 2.7 x 1.2 x 2.5 cm. Left ovary measures 3.4 x 1.7 x 3.0 cm. No abnormality of either ovary. Multiple follicles noted.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error, embedded device, device expulsion. Lot number:628436 manufacturing date:2008-12 expiration date:2011-12. Lot number:629143 manufacturing date: 2009-01 expiration date:2012-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('the left fallopian tube demonstrates c coil device within myometrium at the left fallopian tube orifice extending into the body of the tube') in a 39-year-old female patient who had essure (batch no. 628436, 629143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed: essure sterilization and novasure" on (B)(6) 2009 and device difficult to use "originally the initial scope could not advance. The essure system in the left displaced position could not be found". The patient's medical history included menorrhagia, gravida I and parity 1. Previously administered products included for an unreported indication: anesthesia. Concurrent conditions included chronic cervicitis, leiomyoma nos, pelvic abscess and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("the left fallopian tube demonstrates c coil device within myometrium at the left fallopian tube orifice extending into the body of the tube"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy. And hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device and device expulsion outcome was unknown. The reporter considered device dislocation, device expulsion and embedded device to be related to essure. The reporter commented: during essure insertion, the endometrial cavity appeared normal, the right tubal ostia was seen, but the tubal ostia on the left side was covered with a lot of tissue, vacuum curettage was done, trying to clean the cavity out with a plastic flexible curet. The hysteroscope was placed again into the endometrial cavity, and the left adnexal region was still covered with a lot of tissue. Hysteroscopic biopsy device was used to pluck away the tissue, the left tubal ostia was then found. The essure implants were then placed in each tube. The novasure was then used to ablate the endometrial cavity. When the novasure was pulled out, however, it was noted that one of the essure implants was pulled out with it. The hysteroscopy was put back into the uterus. The left essure device was gone. Another essure implantable device was reimplanted in the left tubal ostia. The patient tolerated the procedure well. There were no complications diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2009: endometrial stripe is somewhat heterogeneous and thickened measuring up to 1.9 cm. The right essure device appears to be adequately positioned near the right cornua/fallopian tube. The left essure device appears to be within the endometrial canal. No uterine abnormality otherwise. No free fluid. Right ovary measures 2.7 x 1.2 x 2.5 cm. Left ovary measures 3.4 x 1.7 x 3.0 cm. No abnormality of either ovary. Multiple follicles noted. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error, embedded device, device expulsion. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Events added: the left fallopian tube demonstrates c coil device within myometrium, originally the initial scope could not advance, the essure system in the left displaced pos1uon could not be found. Reporters information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 628436, 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed: essure sterilization and novasure" on (B)(6) 2009. The patient's past medical history included menorrhagia. Previously administered products included for an unreported indication: anesthesia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the endometrial cavity appeared normal, the right tubal ostia was seen, but the tubal ostia on the left side was covered with a lot of tissue, vacuum curettage was done, trying to clean the cavity out with a plastic flexible curet. The hysteroscope was placed again into the endometrial cavity, and the left adnexal region was still covered with a lot of tissue. Hysteroscopic biopsy device was used to pluck away the tissue, the left tubal ostia was then found. The essure implants were then placed in each tube. The novasure was then used to ablate the endometrial cavity. When the novasure was pulled out, however, it was noted that one of the essure implants was pulled out with it. The hysteroscopy was put back into the uterus. The left essure device was gone. Another essure implantable device was reimplanted in the left tubal ostia. The patient tolerated the procedure well. There were no complications concerning the injuries reported in this case, the following one was described in patient's medical records: medical device monitoring error quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received- new reporter, essure treatment details (date implanted, lot number, insertion details) and patient birth date, new adverse event added. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Since lot numbers were provided, an updated analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure (batch no. 629143, 628436) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "procedure performed: essure sterilization and novasure" on (B)(6) 2009. The patient's past medical history included menorrhagia. Previously administered products included for an unreported indication: anesthesia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: during essure insertion, the endometrial cavity appeared normal, the right tubal ostia was seen, but the tubal ostia on the left side was covered with a lot of tissue, vacuum curettage was done, trying to clean the cavity out with a plastic flexible curet. The hysteroscope was placed again into the endometrial cavity, and the left adnexal region was still covered with a lot of tissue. Hysteroscopic biopsy device was used to pluck away the tissue, the left tubal ostia was then found. The essure implants were then placed in each tube. The novasure was then used to ablate the endometrial cavity. When the novasure was pulled out, however, it was noted that one of the essure implants was pulled out with it. The hysteroscopy was put back into the uterus. The left essure device was gone. Another essure implantable device was reimplanted in the left tubal ostia. The patient tolerated the procedure well. There were no complications concerning the injuries reported in this case, the following one was described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: events medical device removal and medical device complication deleted and event migration, pain added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure (batch no. 628436, 629143) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure performed: essure sterilization and novasure" on (B)(6) 2009. The patient's past medical history included menorrhagia. Previously administered products included for an unreported indication: anesthesia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: during essure insertion, the endometrial cavity appeared normal, the right tubal ostia was seen, but the tubal ostia on the left side was covered with a lot of tissue, vacuum curettage was done, trying to clean the cavity out with a plastic flexible curet. The hysteroscope was placed again into the endometrial cavity, and the left adnexal region was still covered with a lot of tissue. Hysteroscopic biopsy device was used to pluck away the tissue, the left tubal ostia was then found. The essure implants were then placed in each tube. The novasure was then used to ablate the endometrial cavity. When the novasure was pulled out, however, it was noted that one of the essure implants was pulled out with it. The hysteroscopy was put back into the uterus. The left essure device was gone. Another essure implantable device was reimplanted in the left tubal ostia. The patient tolerated the procedure well. There were no complications concerning the injuries reported in this case, the following one was described in patient's medical records: medical device monitoring error. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 25-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.